Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) who reported that the ins never worked since implant and is still not working. The patient wondered if the ins could be left implanted and was offered a list of healthcare providers to follow-up with, but the patient declined. Additional information received on (B)(6) 2018 from the patient reported that the therapy never really worked to control the patient¿s target symptoms. It was noted that the patient had two implantable neurostimulators (ins) implanted and neither one of them controlled their symptoms. The patient stated that they always had to get up at night and was tired of waking up. It was mentioned they had been reprogrammed a number of times and was able to feel the vibration in their butt but it never helped with their symptoms. It was also reported that, after a while, the right ins started ¿slipping down¿. This started several years ago. The patient saw their healthcare professional (hcp) about the issue and they said it was fine. The patient stated that is was fine for a while but then a few months ago (2018) they started to have pain/aching near the right leg/cheek (buttock) area. They could ¿push the stimulator up¿ to relieve the pain but it would just fall back down and could hardly walk around (needed to use a walker) because it ¿really hurt¿ to put their right foot down. In addition, the patient reported that they could feel a lump where the leads were at. The healthcare professional (hcp) eventually told the patient to leave the devices implanted as ¿they would not hurt them at all¿. The patient now wanted to have both systems explanted and had an appointment scheduled for (B)(6) 2018 discuss potential removal. There were no further complications reported or anticipated.